Manufacturer narrative:
(B)(4). This lot was manufactured february 3, 2015 to february 4, 2015. The device was received for evaluation. A visual inspection on the unit noted white particulate matter the fluid of the reservoir, verifying the reported condition. Ftir spectrophotometer scanning identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside a large volume infusor. This was noted before use. There was no patient involvement. No additional information is available.